Manufacturer narrative:
The insulin pump had operating currents within specification. The insulin pump passed the self test, unexpected restart error test and displacement test. However, the insulin pump was received with a cracked end cap. The basic occlusion, occlusion test, prime test and excessive no delivery alarm test could not be performed and no alarm for the drive support disk could be verified due to the physical damage to the case. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Event description:
It was reported that there was a hospitalization for high blood glucose. Blood glucose reading at the time was 360 mg/dl. The nurse stated that there are cracks on the right side of the insulin pump. The insulin pump alarmed during the prime process. Insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.